Manufacturer narrative:
The customer reported that their spo2 parameter is shutting itself off while receiving no inops. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that their spo2 parameter is shutting itself off while receiving no inops.